Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor was stretched, the distal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, the outer insulation had a white substance, the outer insulation had a cosmetic depression, and there was apparent explant damage.

Event description:
It was reported that the lead had failed due to small evidence of clavicle rib crush. In addition, the lead had pulled back significatly. The lead was explanted and replaced. No patient complications have been reported as a result of this event.